Event description:
It was reported that there was difficulty advancing and withdrawing an unspecified balloon dilatation catheter (bdc) and unspecified stent delivery system (sds) on the whisper ms guide wire, as the whisper guide wire was "sticky." There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.